Event description:
An extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography procedure in a male pt (weight is unk) in 2008. According to the complaint,...the tip of the balloon became detached from the catheter. It fell inside the pt...[and] remained in the common bile duct. [The physician] completed the case and placed a plastic stent [MFR and product are unk]. The physician was].. Unable to [remove] the stone..." No pt complications were reported as a result of this issue and the pt was reported as "ok" following the procedure.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device has been not been returned for eval; therefore, the cause of the reported malfunction is undetermined. The april 2008 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.